Event description:
Clinicians were unable to zero iab. Transduced waveform was then used for monitoring. Iabp began to experience helium loss alarms. Volume was reduced but alarms continued approx. Every 5 minutes. Iab was removed. Re-insertion was not required. There were no reported pt complications.